Event description:
Customer reported via phone, the insulin pump was alarming and a black circle also appeared. Customer was only able to stop the alarm by taking out the alarm. Customer's blood glucose was 280 mg/dl. Customer stated none of the buttons were responding on the device and doesn't recall any issues which may have caused the issue. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return he device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.